Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced n potential unspecified adverse event during fentanyl infusion therapy using spectrum pump . The registered nurse auto-programmed in basic mode of 50ml/hr for about 90 minutes, then a new bag was started 2ml/hr. The patient was hospitalized as a result of the event. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h6, h11. H11: the user facility reported that a fentanyl infusion was programmed in basic mode and the patient was hospitalized. During routine care, an error was made in programming the infusion rate for a patient. The initial programming of the bolus at 2 ml was correct; however, the rate was inadvertently set to 50 ml/hr. Instead of the standard 50 mcg/hr. The event history log revealed that the pump ran as programmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.